Manufacturer narrative:
Device code a141204 no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they think the motor stalls were due to the patient¿s ipad being placed very close/on top of the pump when camping. The dates correspond with camping trips per the patient¿s mother, and in the camper the patient can¿t place her tablet where she does at home and at school, so family was propping it on the patient¿s tummy. The plan for now was for the family to ensure that the tablet and cell phones are kept several inches away from the pump, and they would continue to recheck the logs whenever the patient visits the clinic down the road. There have been no withdrawal symptoms, and the pump is still in place.

Event description:
Information was received from multiple sources (company representative, healthcare provider) regarding a patient who was receiving gablofen via an implantable pump for unknown indications for use. It was reported that the patient was in for a refill and the logs showed that 4 motor stalls and recoveries occurred. Each motor stall was anywhere from 45-10 minutes. The patient did not have recent magnetic resonance imaging (MRI). Technical services discussed other forms of electromagnetic interference (tablet case, iphone etc.) To which the healthcare provider (hcp) said they would check with the patient's parents. The other 3 motor stalls occurred on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. Discussed checking for volume discrepancy. Hcp confirmed patient is/was asymptomatic. A company representative later called in to clarify the potential issue with iphones or ipads. Reviewed it was not anything specific to apple products, but we would typically suggest they check to see if anything near the pump might have magnets in it that could account for the stalls.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.